Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube, and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.